Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing lead impedance values and triggered a patient alert. Oversensing was observed and the sensing integrity counter of the ICD registered short v-v intervals. Additionally non-sustained ventricular tachycardia (vt) episodes were recorded. The rv lead was replaced, but remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analyst commented, met lia trigger for non sustained events on (B)(6) 2014. Ventricular pace impedance rises from 893 ohm on (B)(6) 2014 to greater than 2300 ohm on (B)(6) 2014. Analyst commented, lead integrity alert (lia) triggered on (B)(6) 2014 due to meeting the requirements for non sustained and ventricular sic. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analyst commented, (B)(4) lifetime ventricular sic are recorded beginning (B)(6) 2014. An out of threshold subthreshold lead impedance alert occurred on (B)(6) 2014.